Manufacturer narrative:
This report is submitted on sep 28, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to a medical csf leak issue. There are no plans to reimplant the patient with a new device as of the date of this report.